Manufacturer narrative:
The cause of the report of smell of smoke from the bcs xp instrument was identified by a siemens field service engineer as evident from the condition of the cuvette rotor silo. The fse replaced the cuvette rotor silo and returned the instrument to service. The instrument is performing according to specification. No further investigation is required.

Event description:
A customer detected the smell of smoke from the bcs xp instrument. The instrument was shut down to investigate the smell of smoke and to repair the source of the smoke. A source of smoke was confirmed from the cuvette rotor silo condition. Patient treatment was not altered or prescribed on the basis of the incident or the shut down to investigate and repair the cause. There was no report of adverse health consequences as a result of incident or delay.